Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he has experienced hyperglycemia due to leaks in the infusion set. He is unsure if the leaks are due to poor absorption or a product issue. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.